Manufacturer narrative:
(B)(4). The customer reported that the monitor fell and the touch screen broke. No pt harm was reported. This is being reported only because we have not verified that this was a user induced fall. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor fell and the touch screen broke. No pt harm was reported.